Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a mutlistix pro 10lb dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The customer has been re-trained for proper sampling technique. Customer has also been offered software that will flag this error.